Event description:
Caller reported a cartridge alarm issue with their insulin pump, which did not impact the customer's blood glucose level. Despite consecutive cartridge alarms occurring, the customer's blood glucose level remained well below 500 mg/dl. To resolve the issue, tandem technical support arranged for a replacement pump and provided instructions for putting the existing pump into storage mode before returning it. The customer will use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery and understood the steps required upon receiving the new pump.